Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient previously reported on 11/9/2022- concerns with sensitivity, recession, and that he was going to seek doctor of dental surgery evaluation before continuing treatment as he is concerned. The patient stated he saw the doctor of dental surgery in the email sent on (B)(6) 2022 and was advised to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.